Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument generated a message regarding removing a foreign matter from the tip of the instrument. A harmonic ace retest was performed after removing the foreign matter. The tip of the harmonic ace instrument became detached during the test process. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.